Manufacturer narrative:
Product complaint # (B)(4). Additional product code: product code, product code name, ftm mesh, surgical, ftl mesh, surgical, polymeric. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. A review of the device history record has been completed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the photos. The images were reviewed, and the complaint condition is confirmed. After the review of the photo provided, it was that the device is broken, which is consistent with allegation. No other issues were observed. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6), 2022, when needle cross the product, noted plate was broken off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.